Event description:
Information received from the field notes elevated pacing thresholds. Programming at near maximum output resulted in external pacing of the muscle, making the patient uncomfortable. The lv lead was programmed off, but later replaced due to infection.